Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. Fse replaced the air flow sensor and retested the unit, unit still failed. Fse then replaced the check vale and retested, after the exhalation flow and the check valve were replaced, operated correctly and the sensor was within tolerance levels. The reported complaint of the exhalation flow reading out of specification was duplicated due to the air flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips field service engineer (fse) noted that during an annual preventative maintenance (pm) service this unit failed the exhalation flow test. The exhalation flow sensor was out of tolerance. No patient involvement.